Manufacturer narrative:
Other relevant device(s) are: product ID: 7495-51, serial/lot #: (B)(4), UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient was having shocking in their neck. The rep reported that impedances were measured today and everything with contact 0 was open circuit and showed a range of 8000-10,000 ohms. The rep reported that x-rays were taken and clearly showed a break in the extension. The rep reported that they were did not know when the shocking began or when the x-ray was performed. The rep reported that the hcp removed the extension and the pocket adaptor, and implanted a replacement extension. The rep reported that impedances were checked and were back in the normal range at the end of the surgery. The rep reported there was no evidence of any trauma or falls related to the issue. The rep suspected that just over 19 years of normal head/neck movement lead to the break in the extension. The rep reported that the hcp was not concerned and discarded the extension. No further patient complications have been reported as a result of this event.